Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis (pd). While hospitalized for an unrelated event, the patient was diagnosed with peritonitis manifested by no appetite and feeling sick. The patient underwent abdominal surgery for an unknown indication and it was revealed that the patient had an infection in their stomach. It was also noted that part of the patient's colon was dead. Pd therapy was discontinued and the patient was placed on hemodialysis. Treatment for the events was not reported. The patient had not yet recovered from the events and remained hospitalized. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b07048, h13e31025 and h13g08029 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available from this review, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).